Manufacturer narrative:
Visual examination revealed a cracked luer, and dried saline in the luer and on the tip. Microscopic inspection or the mini electrodes revealed no definitive cracks in the mini electrode collars. Electrical continuity checks revealed no electrical opens or shorts, all electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device lumen was leak tested and did not pass as a gross leak. The device was connected to a maestro generator, rhythmia hdx system. Impedance readings were normal. Three 120 second, 50w ablations were performed. All three ablations (straight, right & left curve) were normal with no error codes or warnings. Noise was confirmed on the mifi. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. There is no evidence to suggest that this device was used in a manner inconsistent with the labeled indications.

Event description:
Reportable based on preliminary analysis completed on (B)(6) 2021. During a procedure to treat ventricular tachycardia an intellanav mifi oi was selected for use. It was reported that noise appeared once the catheter was inserted in the heart. The issue was solved by changing the catheter. No patient complications were reported. However, device analysis revealed a cracked and leaky luer.